Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box showed one reboot at 12:22 on (B)(6) 2012. Visual inspection revealed that the battery compartment and battery cap are free of damage. The battery cap secures properly to the pump with no yellow o-ring showing. The pump was exercised for 24 hours with no power issues occurring. There were no defects found to the battery cap connections or to the pump's power circuit. The complaint could not be duplicated during investigation.